Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was loosely folded. Inspection of the device revealed numerous kinks throughout the hypotube and a complete hypotube separation 90.5cm distal of the strain relief. An inflation device filled with water was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the end of the separated hypotube. When positive pressure was applied, the balloon was able to be inflated immediately with no leaks or issues.

Event description:
Reportable based on device analysis completed on 14-jan-2021. It was reported that inflation failure occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A non-boston scientific corporation stent was implanted which did not stick well to the vessel wall. A 4.0mm x 12mm quantum maverick balloon catheter was then advanced for post dilation, however, during inflation to 15 atmospheres for 20 seconds, the balloon failed to inflate. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed shaft detached/separated.